Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the spider 2 tenet arm released and the arm dropped to the floor in a sudden collapse. It was a fully charged battery that was inserted at the time. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient was not injured.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issue. Functional evaluation found delayed pressurization. The piston migration was 1.9 inches, indicative of oil loss. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include fluid or debris ingress in the joints or storing the device in a pressurized state, both of which can degrade the performance of the joints over time. No containment or corrective actions are recommended at this time.